Event description:
Hamilton medical ag received the following event description : "hamilton g5 sn (B)(4) which appeared to have the heater and the vent display flash off for a bit (vent was still ventilating) and then have them flash back on" respiratory therapist decided to replace unit.

Manufacturer narrative:
Investigation is ongoing.